Event description:
The customer reports back to back results of 376mg/dl compared to 122mg/dl on a professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.